Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent spine procedure on (B)(6) 2019 and barbed suture was used. The needle disconnected from the suture at the swage during use. A different suture type was used to complete the procedure. There were no patient consequences reported.